Event description:
It was reported that a user experienced hyperglycemia with a fingerstick glucose of 539 mg/dl while using the ilet and an inset 6 mm infusion set; the user had difficulty confirming drops during a supply change, disconnected, primed until drops were visible, reconnected, and later reported glucose trending down to 270 mg/dl and then 173 mg/dl without taking outside insulin. Customer care provided support that included telephone troubleshooting and education regarding proper tubing fill and confirmation of drops prior to connection. Investigation of this case revealed that hyperglycemia was temporally associated with incomplete tubing priming or infusion setup, and glucose improved after correct priming and reconnection, consistent with transient infusion delivery interruption. No clinical symptoms associated with hyperglycemia reported. Outcomes included return of glucose toward target following troubleshooting and continued use of the device. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.